Event description:
It was reported that the ventilator was getting multiple interrupt alarms. The field service center was unable to reproduce the error. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
The investigation is on-going.